Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection showed that the lens had a cut from the lens edge to the optic zone. The condition observed in the lens and the way the cut is formed is consistent with a lens that has been cut due to iol removal process. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zcb00 intraocular lens (iol) in patient's left eye, doctor noticed a capsule tear. Reportedly, capsule was not strong enough to support the lens, there was no issue with the iol. Incision was enlarged from 3.4 to 3.5 to insert sulcus lens. There was no vitreous loss and no vitrectomy required. No other complications or patient harm reported. No further information was provided.